Manufacturer narrative:
(B)(4). Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Pump error 63 (variable 3) alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly. No insulin pump error alarms noted during testing. Pump received with normal operating currents, no failed batt test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.

Event description:
The customer reported via phone call that the insulin pump had started beeping and stopped delivering insulin due to multiple insulin pump error alarms. The customer's blood glucose level was unknown. The customer stated that they were able to clear the alarm and rewind the insulin pump. The insulin pump will be returned for analysis.